Event description:
I had prk on my left eye and lasik on my right eye. Within three months, the vision was worsening in the left eye. After about 14 months, the physician, (B)(6) m.d. That my sight in that eye would not get better. The vision could not be corrected with glasses or contacts. I was sent to a investigational trial at the (B)(6) center at (B)(6). I was in the placebo group first, then after 3 months I received the cross linking procedure. It may have stopped it from getting worse, but could not make it better. They call it corneal ectasion post prk. My only option now is intacs and if it does work I will need to have cornea transplant. Up to this date, including the original lasik I have paid out of pocket over (B)(6). If my insurance will help I am going to try the intacs procedure.